Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion, in the moderately tortuous mid-distal right coronary artery (rca) with very severe calcification at the proximal rca. The 3.0x33 mm xience xpedition stent delivery system (sds) was prepped prior to use with no leak or issue noted. The sds was advanced to the lesion without any reported issue; however, during the inflation attempt a leak was noted at the distal shaft. The undeployed sds was withdrawn without any reported issue. Another 3.0x33 mm xience xpedition sds was used to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.